Event description:
An endurant ii and a talent occluder were implanted for the treatment of an abdominal aortic aneurysm. The proximal neck diameter is 20 ¿ 22mm, length is 25mm and the neck contains thrombus. The aaa was bi-lobed, the proximal aaa diameter was 5cm and the distal aaa was 3.5cm. It was reported that the bifurcate was put into place without issue. The bifurcate was deployed and placed just below the left renal artery, which was the lowest. Once the gate was released the supra renal stent was released. During attempted gate cannulation, it was noted that the gate appeared to crushed, the last 2 stents. Multiple attempts were made from below. The physician then deployed the rest of the bifurcate and removed the delivery system. Multiple attempts were made from an up and over approach, but no wire was able to be placed thru the gate. The decision was made to convert this to an aui. The aui device was deployed without issue, the graft was ballooned with a reliant and a 12 mm balloon from another manufacturer. The left iliac was plugged using a 12 mm occluded plug, fem-fem bypass was performed. The final angiogram showed no endoleak and the incisions were closed. No additional clinical sequelae were reported and the patient was doing well. Per the physician the patients anatomy, bi-lobed aneurysm, was the reason. A narrow artery was noted, 14-16 mm, on the CT scan but was felt it would not be an issue by the physician. This is where the graft landed, causing the last 2 stents of the gate to be cursed. The physician felt the length of the main body being 8 cms long was part of the reason. The physician stated the event was related to the device and procedure.

Manufacturer narrative:
(B)(4).